Event description:
The customer contact reported that the device did not alarm when the container was empty or air was noted distal to the pump. On an unspecified date and time, the pt was admitted to the traumatology theater for an unspecified surgical procedure. At an unspecified time, channel a was programmed to deliver an unspecified concentration of propofol, with a 100 ml container size, at rate of 0.1 mg/kg/min and a 0.5 bolus with an unspecified unit of measure and the delivery was started. At an unspecified time, channel b was programmed to deliver remifentanil 4 mg/ml, with a 100 ml container size, and the delivery was started. No further programming parameters were provided. After an unspecified length of time, during the surgical procedure, the customer contact reported the pt started to wake up. At this time, it was noted that the channel a delivery was complete. The customer contact stated that an unspecified volume of air was delivered to the pt, however, no medical intervention was required. It was reported that the device did not alarm when channel a delivery was complete. The pt was treated with an unspecified bolus of propofol and midazolam. The pt was subsequently given unspecified concentration of sevoflurane via inhalation and the surgical procedure was completed. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.